Manufacturer narrative:
Exemption number: e2015015. (B)(4). Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that over 5 months after the dental implant and abutment were placed in ada site 13 in the mouth, the implant lost osseointegration in type ii bone. Clinician noted the patient's pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 5 months after the dental implant and abutment were placed in ada site 13 in the mouth, the implant lost osseointegration in type ii bone. Clinician noted the patient's pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.